Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with missing segments due to cracked zebra connector on the lcd board. The device had a partially broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call, he has been having issues with the screen on the insulin pump. Customer states there are lines going through the screen making it hard for him to see it. Customer noticed it one morning when he was checking his blood glucose and noticed a white line going through the screen. The top of the numbers and the trace patterns on the display were cut off. The customer didn't know his blood glucose at the time of the incident. Customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. Customer agreed to return the device for analysis.